Event description:
The account alleged the brake pedal locks and when the bed is moved the brake pedal pops back up. No patient impact.

Manufacturer narrative:
The technician replaced the brushing on the brake mechanism block assembly to resolve the issue.